Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right atrial lead exhibited noise and a pace impedance measurement of greater than 2,000 ohms. It was noted that this was observed during the device changeout procedure. There was no indication of pacing inhibition. The lead remains in service. No adverse patient effects were reported.